Event description:
X-rays were received by the MFR from the reporter indicating "clinical history vagal nerve stimulator with suggestion the wire is broken in the unit." MFR review of the x-rays did not identify any obvious lead anomalies. The reporter has been advised to disable the vns if high lead impedance or a lead break was noted. All attempts to the reporter for additional info have been unsuccessful to date.

Manufacturer narrative:
MFR review x-rays of implanted device. Results: x-rays reviewed by MFR, no gross lead discontinuities visualized. Conclusions: device failure is suspected, but did not cause or contribute to a death or serious injury.